Event description:
It was reported that, "the distal tip of the 90 degree rod inserter for the mantis hex end rods became dislodged upon removal and disengagement from the rod in situ. The tip had to be manually "fished out" and reattached to the tip."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.